Event description:
It was reported that after a change of battery the patient had shown a new facial paresis which had led to suspicion of ischemic stroke. Aspirin was stopped for surgery which had been taken because of the patient¿s bilateral internal carotid artery stenosis. No action was taken in the hospital because the patient had refused to stay longer for more examinations and the left the clinic against medical recommendation. The patient also started aspirin again. On (B)(6) 2013 the facial paresis longer existed according to the patient¿s wife. The outcome was resolved without sequelae and not further defined.

Manufacturer narrative:
(B)(4).

Event description:
Hospitalization or prolongation of existing hospitalization was required. The event was unlikely/unrelated to stimulation and system but was possible/probable/certain to be related to surgery, medication or pre-existing/underlying disease.